Manufacturer narrative:
Block e4: this event was reported to the FDA via a voluntary medwatch report. The report number is (B)(4). Block h6: imdrf device code a0401 captures the reportable event of core wire break.

Event description:
It was reported that during a cystoscopy with right laser lithotripsy and suction aspiration of stone, right retrograde pyelogram, and right ureteral stent placement, a sensor wire was used. The surgeon observed that the sensor wire had broken off in the kidney. The broken wire was successfully retrieved without damage to surrounding anatomical structures. The procedure was completed without further incident. No harm occurred to the patient, and the patient recovered as expected and was discharged home.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of core wire break. Block h11: correction to field block h10 related report number (1) block h11: the device was not returned for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information provided, the most probable cause of the reported issue cannot be established due to lack of evidence. Additionally, without proper evaluation of the device or objective evidence, it remains unknown the most probable causes that could have contributed to the event. A review of the device history record indicated that the device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. A risk review was completed and confirmed that the event of "core wire break" was defined in the risk documentation and is documented accordingly in the prr. This event type has been accounted during product risk analysis to support acceptable risk benefits for the product. Therefore, this complaint is assigned an investigation conclusion code of "unable to exclude device problem' the investigation findings do not clearly confirm the presence or absence of the reported problem with the device.

Event description:
It was reported that during a cystoscopy with right laser lithotripsy and suction aspiration of stone, right retrograde pyelogram, and right ureteral stent placement, a sensor wire was used. The surgeon observed that the sensor wire had broken off in the kidney. The broken wire was successfully retrieved without damage to surrounding anatomical structures. The procedure was completed without further incident. No harm occurred to the patient, and the patient recovered as expected and was discharged home.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of core wire break. Block h11: correction to field block h10 related report number (1) .

Event description:
It was reported that during a cystoscopy with right laser lithotripsy and suction aspiration of stone, right retrograde pyelogram, and right ureteral stent placement, a sensor wire was used. The surgeon observed that the sensor wire had broken off in the kidney. The broken wire was successfully retrieved without damage to surrounding anatomical structures. The procedure was completed without further incident. No harm occurred to the patient, and the patient recovered as expected and was discharged home.